Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent sensing issues, along with oversensing and undersensing as well as pacing inhibition and asystole for greater than 2 seconds. As a result the lead was surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported.